Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection it was determined that the tc201 showed a defective mainboard due to an electronic component defect. Due to this, the fan runs at high speed and is no longer controlled by the mainboard. The error reported by the customer (no image & ventilator defect) could be confirmed. According to the device inspection, it is concluded that the root cause can be attributed to a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when connected with tc304 the menu appears but there is not an image. There is a loud sound indicating a ventilator defect." No negative impact in state of health reported.